Event description:
It was reported by the paramedic that the cot dropped during a patient transport. It was reported that the patient and paramedic were injured. Specific information on the alleged injury was not reported.

Manufacturer narrative:
The serial number has been added to the report.

Event description:
It was reported by the paramedic that the cot dropped during a patient transport. It was reported that the patient and paramedic were injured. Specific information on the alleged injury was not reported.

Event description:
It was reported by the paramedic that the cot dropped during a patient transport. It was reported that the patient and paramedic were injured. As a result of the drop, the caregiver received a slight knee injury and the patient received a slight arm injury. No medical intervention was required. .

Manufacturer narrative:
The cot dropped. As a result of the drop, the caregiver received a slight knee injury and the patient received a slight arm injury. No medical intervention was required. A visual and functional inspection was allegedly performed by the customer. The alleged inspection identified that the unit was fully functional with no reported defects or malfunctions identified. It was reported that the issue occurred as a result of user error, as the legs/wheels were not locked in place during the transfer. The customer was informed to always verify the legs are secured during height adjustment, as identified in the manual. The customer evaluated the unit.